Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that while pacing a patient in route to the hospital, the vehicle hit a bump in the road and the unit shut off. There was no report of adverse patient impact.